Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage helix of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix does not extend due to driveshaft lug being stuck on the retraction stop if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered helix issues with the right ventricular (rv) lead while extending the helix. Additionally, it was noted that there were unstable thresholds with the lead. After multiple placement attempts the physician chose to remove the lead and an alternate lead was utilized. No patient complications have been reported as a result of this event.